Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the field service engineer (fse) to discuss about the reported event. The fse reseated all the cables and cleaned the scope connector contacts pins; however, the error persisted. All endoscopes were working on a different tower and the fse requested to get an alternative equipment. The device was returned for investigation. Upon evaluation of the device, scratches on the top cover were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported the evis exera iii video system center display an e315 unsupported scope error. The event occurred during set up for a class and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 3 march 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a poor connection with the scope, such as half-insertion. Olympus will continue to monitor field performance for this device.